Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred proximal pressure sensor. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.